Event description:
It was reported that an implantable cardiac monitor (icm) transmission showed a very long pause which may have been attributed to some loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.